Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced a high blood glucose reading of 400 mg/dl. The customer also reported that the reservoir dropped out of the insulin pump all of a sudden. She stated that the tip of the reservoir compartment was cracked and was unsure how the damage had occurred. She advised that she had been treating her blood glucose levels with manual injections for the last 4 days and that her blood glucose readings were in the 400 mg/dl range. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.